Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the instructions for use (IFU) states: prior to using the xience alpine, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The IFU deviation does not appear to have directly caused or contributed to the reported stent dislodgement. The investigation determined the reported stent dislodgement appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, new information has been received as follows: there was no resistance felt during removal of the protective sheath or removal of the stent delivery system from the dispenser coil. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.50 x 28 mm xience alpine stent delivery system (sds) was selected for the procedure. Following preparation of the device for use as the physician was preparing to load the sds onto the guide wire, the physician observed that there was no stent on the balloon. The sds was not used in the procedure. There was no patient involvement. A new 3.50 x 28 mm unspecified sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.